Event description:
During a labectomy procedure, the distal tip of the clip had been misaligned. Scissoring occurred. Another device was used to complete the case. There were no adverse consequences to the patient. One device returning.